Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had frequently charging the ipg as it would not communicate with the rc (remote control). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility